Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date - the device was not implanted. Explanted date - the device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to insert the angio-seal device sheath and arteriotomy locator and it buckled at the transition. They opened a second device and closed the access site successfully. The patient was in stable condition. Additional information was received on 22jan2020. The procedure performed prior to the use of the angio-seal device was a heart catheterization. A 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The homeostasis sheath was mated returned with the locator. No other accessory components were returned. Visual inspection revealed that a bulge was noted at the blood inlet holes of the mated sheath and locator. A substance, which is likely dried blood, was also found at the blood inlet holes of the sheath. The tip of the sheath was examined, and no deformation was found. The locator was removed from the sheath and observed for any buckling; no buckling was found. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the bulge was developed as resistance developed concentrically around the sheath during attempted insertion into the patient's vasculature which may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.